Event description:
An alarm was reported by the caller, specifically alarm 2 followed by alarm 26, associated with multiple previous occlusion events. There was an adverse impact on the customer's blood glucose level as it exceeded normal thresholds, reaching a "high" value, though not specified in exact numbers. The customer addressed the high blood glucose by administering a correction injection via multiple daily injections (mdi), changed the infusion set and cartridge, and resumed insulin usage without requiring third-party assistance. Despite these actions, the customer continued to encounter recurring occlusion issues and was transferred for additional support.